Manufacturer narrative:
(B)(4).age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that a rotawire fracture occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 330cm rotawire¿ was selected for use. During the procedure, the physician used some wires and a few different unspecified balloon but were unable to cross the lesion. This rotawire¿ was used and placed in the rca. They also used a 1.25 rotaburr and successfully able to run at least 3 times through the lesion . The third run which made it to the angulated segment, upon preparing to come out from dynaglide, the distal tip of the rotawire¿ was fractured in the radiopaque segment. The rotablator was removed out from the patient. They used another non bsc wire and unspecified balloon and decided after maneuvering, the patient would be referred to surgery due to the unspecified balloon having difficulty passing the lesion and distal lesion was also noted. A bypass surgery was referred for the fractured rotawire¿ be removed out from the patient. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection of the device has the body broken near to the distal end at 326cm from the proximal section. The distal tip was not returned. Dimensional inspection was performed. The overall length and outer diameter (od) measurement couldn't be measured due to the device condition. All the other outer diameter measurement taken met the specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a rotawire fracture occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 330cm rotawire was selected for use. During the procedure, the physician used some wires and a few different unspecified balloon but were unable to cross the lesion. This rotawire was used and placed in the rca. They also used a 1.25 rotaburr and successfully able to run at least 3 times through the lesion . The third run which made it to the angulated segment, upon preparing to come out from dynaglide, the distal tip of the rotawire was fractured in the radiopaque segment. The rotablator was removed out from the patient. They used another non bsc wire and unspecified balloon and decided after maneuvering, the patient would be referred to surgery due to the unspecified balloon having difficulty passing the lesion and distal lesion was also noted. A bypass surgery was referred for the fractured rotawire be removed out from the patient. No further patient complications were reported and the patient's status was fine.